Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaint was reported relating to this event. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered post -surgical complications.

Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a robotic-assisted laparoscopic radical hysterectomy, bilateral salpingo-oophorectomy and pelvic and periaortic lymph node dissection on (B)(6) 2009. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. Ureterolysis was performed; the ureters were unroofed using bipolar and monopolar energies. Care was taken not to injure the ureters. On (B)(6) 2009, the patient presented with a suspected vesicovaginal fistula. She underwent an extensive adhesiolysis, right ureterolysis and right ureteroneocystostomy with repair of vaginal fistula. No additional information was provided after the date of discharge.